Event description:
It was reported that during the software data log review, there was fifty-three occurrences for "entering broken mode" on the air bubble detector (abd). A potential behavior = pod/pump reset as well as potential side effect of loss of pod/pump.

Manufacturer narrative:
Software log analysis was performed by the manufacturer on 01/22/2014. Log file start date: (B)(4) 2013. Log file stop date: (B)(4) 2013.